Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-22. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one un-retracted unit and six photos. Upon inspection of the photos and the received unit, it was observed that the button was completely pressed in but the needle had not retracted confirming the reported issue. The unit was dissected by removing the catheter adapter assembly. The needle retracted as soon as the catheter adapter was removed, indicating that adapter was likely causing the defect. Upon inspection of the inside of the adapter, the luer end was found to be deformed/ damaged which caused a tightness that was likely preventing the needle from retracting. The damage observed to the inside of the luer likely occurred during manufacturing due to misalignment between the adapter and manufacturing equipment. Operators periodically perform sampling for damage to the luer throughout the manufacturing process. Additionally, preventative maintenance is performed to ensure proper function and alignment of the machinery. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that iag bc pro global yel 24ga x .75in had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the hcp pressed the button but the safety mechanism did not work and the needle was not retracted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global yel 24ga x .75in had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the hcp pressed the button but the safety mechanism did not work and the needle was not retracted.